Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. During support, the patient developed an infection at the impella access site. The source of the infection could not be determined; however the patient was administered antibacterial, and the patient recovered. The patient was successfully weaned and survived normal explant.

Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The results of the investigation state "access site infection was reported, with no further information. Thus, the relationship to impella is unknown". The cause of the infection and its relation to impella were not determined since the product, data logs, and sufficient clinical information were not provided. This report is being filed as part of a retrospective review of historical records.